Event description:
A dialysis home pt's mother reported pt rec'd a sys error 2240 alarm in initial drain during treatment using homechoice device. The home pt discontinued treatment at the time of the alarm and reset homechoice with new disposables to continue treatment. Air bubbles were noted from first clamp going all the way to the homechoice device. No pt injury associated with this incident per the home pt's mother.